Event description:
Complaint-head of bed not going up. No injuries reported.

Manufacturer narrative:
Technician located the bed in bed shop. Found head section was not going up. Replaced the head up valve to resolve this issue.